Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents , rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was not advancing. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.